Event description:
Update (B)(4) 2013: problem failure early wear polyethylene.

Event description:
Revision of left (B)(6) hip. Reason for revision unknown.

Manufacturer narrative:
This complaint is still under investigation. Device not returned.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this is a duplicate report of 1818910-2013-32666. 1818910-2013-34698 will be rejected.1818910-2013-32666 will be kept for investigation purposes.